Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. . Data was not provided for evaluation. Loss of connection was not confirmed. The root cause could not be determined. No additional event information is available.